Event description:
A peritoneal dialysis patient called in having fill problems and stated that there was air detected in cassette. When she removed the cassette, she noticed fluid was leaking from the cassette into her cycler. There is no report of patient ill effect. The sample is available for evaluation.